Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery alarm and critical pump error due to moisture damage on the electronic assembly. Unable to verify frozen display and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Insulin pump received with serial number label fading, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had low blood glucose and frozen display, insulin pump was alarmed with critical error and alarm occurred during the time that the buttons were not responding. The blood glucose at the time of the incident was 56 mg/dl. The customer stated that the insulin pump had multiple pump error alarm and the troubleshooting was performed for the pump alarm and they were unable to clear the alarm. The customer declined the troubleshooting for the low blood glucose. The device will be returned for analysis.